Event description:
It was reported that the patient with this boston scientific (bsc) subcutaneous implantable cardioverter defibrillator (sicd) presented to the emergency room due to an inappropriate shock that occurred while asleep. A thorough in-clinic follow-up was performed and mechanical noise was observed in all vectors. Interrogation identified two previous inappropriate shocks which were never reported or addressed. The patient was admitted to the hospital with tachycardia therapy programmed off and the system was subsequently explanted. Visual inspection of the device identified it was upside down as compared to implant position. The electrode showed no visible damage; however, it appeared to be free from sutures at the sleeve level and can level as well and was not anchored to the muscle fascia. A bsc sicd replacement system was successfully implanted. The explanted device and a portion of the electrode will be returned for evaluation. No additional adverse patient effects were reported.